Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged tubing issue could not be verified.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 284 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.